Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (209-357 mg/dl) and boluses via the pump were delivered to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the high bg.